Event description:
During a ptca/atherotomy/stenting treatment procedure, the quantum maverick monorail 12/3.25 mm balloon ruptured at 16 atms on the seventh inflation. (The number of atms reached on the initial six inflations is unknown.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access and a universal guidewire and a launcher guide catheter to cross the lesion. The physician treated the lesion with a rotabulator prior to delivering two cypher stents to the lesion site. The quantum maverick monorail balloon was being used to post-dilate the cypher stents. It is noted that resistance was met with insertion of the balloon catheter. The procedure was successfully completed with the quantum maverick monorail balloon. No pt injuries or complications were reported. Pt status is reported as 'good'.